Manufacturer narrative:
The investigation concludes that the customer observed negatively biased vitros vanc quality control results when using their two vitros 5,1 fs analyzers. The root cause of this event is unknown. However, potential use of an incorrectly assigned control assay range when processing gen 16 vitros vanc reagent with tdm pv control lots t9080 and v9081 cannot be ruled out as contributing to the event. There is no evidence that the vitros 5,1 fs analyzers or vanc reagent packs malfunctioned.

Event description:
The customer obtained negatively biased vitros vanc quality control results while using two vitros 5,1 fs chemistry systems. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No erroneous vanc patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. (B)(4).